Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and myopotential noise when programmed in bipolar sensing resulting in a lead safety switch. This lead also previously exhibited out of range pace impedance measurements. Technical services (ts) recommended programming changes but indicated that ultimately this lead would need to be replaced. The boston scientific representative indicated that they were adjust ra sensitivity. This lead remains in service. No adverse patient effects were reported.